Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 47 mm in diameter abdominal aortic aneurysm. It was reported that, approximately one month post index procedure, a CT revealed that there was a kink in the left limb of the endurant ii bifurcate. The physician elected to implant an unknown stent in the left iliac limb. The physician determined that there was a significant improvement in the lumen diameter and the procedure was completed. Per the physician, the cause of the event was due to patient anatomy. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.